Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during at tf tavr case, the 26mm sapien 3 ultra valve and commander delivery system were inserted into the sheath and met with push resistance. They noted that the valve had a bent strut. The decision was made to retract the devices. The valve, delivery system, and esheath were all removed from the patient. After removal, the specialist noted that the liner of the sheath was torn. A second set of devices were prepped, and the case was able to be completed with the new esheath, commander and valve. The patient's tortuosity and calcification were both minimal. The device was not returned for evaluation.

Manufacturer narrative:
The valve was not returned for evaluation. Imagery was provided by the complaint site and one valve strut was observed bent outwardly at the inflow. Multiple struts were exposed through the skirt, which is normal after the valve is crimped. The patient¿s vessels were noted to be undersized (less than 5.5mm). Per the IFU, the patient¿s minimum luminal diameter must be greater than or equal to 5.5mm. The patient¿s vessels had mild tortuosity and calcification. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to the event. A lot history review was performed and revealed no other frame damaged during use events. Although the event was confirmed based on imagery provided, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra) and corrective action preventative action (CAPA), which captures root cause analysis for the issue. The instructions for use (IFU), device preparation manual, and supplemental procedural training manual were reviewed for instructions relating to the complaint. The operator is instructed to correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve, the valve, and valve components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The event was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during the tf tavr case, after esheath insertion, the 26mm sapien 3 ultra valve and commander delivery system were inserted into the sheath and met with a great deal of push resistance.¿ additionally, the patient has an undersized access vessel. Undersized access vessel can create a challenging pathway during the delivery system advancement through sheath. So, if excessive force is applied to overcome the resistance, the valve can catch within the sheath, and result in high push force and damage the frame. Per training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿ and ¿do not over-manipulate the sheath at any time¿. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (undersized access vessel) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently om implementation phase. Additionally, a product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with a damaged valve frame during use. To address the issue, a CAPA was initiated to drive corrective actions. This event occurred prior to implementation of the CAPA, the occurrence rate did not exceed the monthly control trending limit. The risks outlined in the pra remain the same; the pra documents the potential for additional intervention, which did not occur during this event. The pra remains applicable and no further action is required.